Event description:
The doctor initially set the device to deliver 2 liters of oxygen with 4 liters of nitrous oxide and after approximately two minutes into the case, the patient's saturation began to drop to 78%, as per a third party spo2 monitor. The doctor noted that the o2 flow meter was displaying 0.0 on the digital flow bank and nitrous oxide was displaying 4 liters. The doctor could not provide what values were displayed on the total flow meter or oxygen pipline gauge. The doctor attempted to increase the oxygen flow several times, however, the o2 flow meter continued to display 0.0. The doctor turned on the oxygen cylinder on the anesthesia machine and transferred the patient to an alternate ventilation device; however, the doctor was using the auxiliary oxygen flow meter on the anesthesia machine to deliver flow. The doctor cycled power to the anesthesia machine, performed the leak and calibrations tests, and the anesthesia machine was functional. The machine was then used to complete the case. No patient injury.